Event description:
The customer contact reported a leak. On an unspecified date, the male adapter on the option-lok male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of a plumset for a piggyback delivery of clindamycin 900 mg/500 ml in a glass bottle. It was reported that the air vent on the piercing pin of the secondary tubing set was opened for the glass bottle delivery. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from the air vent filter on the piercing pin of the secondary tubing set after the secondary tubing set was backprimed for an unspecified reason. No specific details were provided. There were no reports of adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.